Manufacturer narrative:
The farawave 2.0 was visually inspected for any damage or defects that would have resulted in the patient complications of cardiac tamponade and hypotension as observed in the field. The device had no visual damage or defects.

Event description:
It was reported that a patient experienced a cardiac tamponade. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use and the patient was sedated under general anesthesia. Prior to ablation while mapping with the catheter in the left atrium (la), the patient's blood pressure dropped. An echocardiogram was performed, revealing pericardial effusion and cardiac tamponade. The procedure was cancelled and pericardiocentesis was performed then the patient was sent to surgery. The patient status is unknown. The device is expected to be returned.

Event description:
It was reported that a patient experienced a cardiac tamponade. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use and the patient was sedated under general anesthesia. Prior to ablation while mapping with the catheter in the left atrium (la), the patient's blood pressure dropped. An echocardiogram was performed, revealing pericardial effusion and cardiac tamponade. The procedure was cancelled and pericardiocentesis was performed then the patient was sent to surgery. The patient status is unknown. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.